Manufacturer narrative:
The reported failure was verified. The cause was found to be a loose connection with the flex cable to the universal interface (ui) printed circuit board (pcb). The flex cable was re-seated. The device passed testing. Covidien ref #(B)(4).

Event description:
The customer reported that the n65 display is missing segments during post. The failure happened when the device was not used on a patient.